Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 197 and 200 mg/dl fasting and 314 and 235 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 80 - 125 mg/dl and non-fasting blood glucose test result range is 150 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/21/2020 and test strips were opened last week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 197 and 200 mg/dl fasting and 314 and 235 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 80 - 125 mg/dl and non-fasting blood glucose test result range is 150 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/21/2020 and test strips were opened last week. The meter memory was reviewed for previous test result history (date/time not set): result 1: 314mg/dl date:(B)(6) 2019 time: 11:47am non-fasting, result 2: 197mg/dl date: (B)(6) 2019 time: 09:20am fasting, result 3: 200mg/dl date: (B)(6) 2019 time: 10:14pm fasting, result 4: 235mg/dl date: (B)(6) 2019 time: 07:28pm non-fasting, result 5: 147mg/dl date: (B)(6) 2019time: 02:31pm non-fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.